Event description:
It was reported that the customer encountered a cgm error, specifically error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on performing a pump reset, which the customer successfully followed, resolving the issue as the cgm error did not reappear, and the customer was able to start their sensor session.